Manufacturer narrative:
The insulin pump was received with the operating currents within spec and passed the self-test, unexpected error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with cracked battery tube threads, case cracked at the display window corner, cracked lcd window, cracked belt clip slot, stained end cap sticker, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600+ mg/dl. Customer was hospitalized for diabetic ketoacidosis in the intensive care unit. Customer stated that she was not feeling well and felt nauseous. Customer was wearing insulin pump at the time of hospitalization. Customer also mentioned a crack near the battery compartment going up towards the monitor. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within the specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked battery tube threads, case cracked at the display window corner, cracked lcd window, cracked belt clip slot, stained end cap sticker, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
The pump passed the delivery accuracy test.